Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on this right ventricular (rv) lead. Noise was also observed. The physician opted to continue to monitor the patient. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on this right ventricular (rv) lead. Noise was also observed. The physician opted to continue to monitor the patient. No adverse patient effects were reported. At this time, this device system remains in service.